Manufacturer narrative:
Concomitant medical products: dtma1d1 crtd, implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant the patient "feels things are getting worse". It was further reported that the left ventricular (lv) lead ring to right ventricular (rv) coil exhibited a lead warning for chronic low impedance. The alert was programmed off and the lv lead remains in use. No further patient complications have been reported as a result of this event.